Manufacturer narrative:
Evaluation of the device confirmed a persistent service code 5310 identified by the AED. Further inspection determined that the speaker wire was loose and unsoldered within the unit, resulting in speaker failure. MDR (B)(4) was also filed in regards to this issue in error.

Event description:
A customer reported that their AED is flashing red and will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the battery pack and AED log files have not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.